Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx closure device was implanted. The patient was placed on dual antiplatelet therapy (dapt) for 6 months post implant and then aspirin. During a routine one (1) year follow up examination, transesophageal echocardiography (tee) imaging revealed a thrombus on the closure device. The patient was placed on oral anticoagulation (oac) medication.